Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were unable to get in the reservoir and tubing since pump was suspended. Customer¿s blood glucose was 60 mg/dl at the time of incident. Customer was unable to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.